Event description:
It was reported that while the external pulse generator (epg) was being used on a patient, it was programmed to 70 ppm (pulses per minute) but the electrocardiogram monitor displayed 100 ppm. The rate was then changed to 50 ppm on the device, and the monitor showed 80 ppm. The device was changed to a different epg. No patient complications were reported as a result of this event.

Manufacturer narrative:
This event occurred outside the us where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. Product event summary: the service and repair department received the device and tested with setting rate 70 ppm at acceptance inspection, failure was not observed. Subsequently, when it was stimulated by tapping the body of the device, the output rate was changed to 100ppm on the same setting 70ppm, then reproduction of the event was confirmed. The circuit temporary contact failure was considered as a cause, and then removed flex tape, which was used for internal connection, from the connector of the main circuit board and washed its electrode unit with detergent. The events were not reproduced after connecting to the connector unit again and operation. That event was not happening even tapping the instrument, the pacing rate setting as expected was confirmed. Since the event was not confirmed after cleaning of the flex tape electrode, the cause was determined to be poor contact between the connector section of the main circuit board and the flex tape substrate. (B)(4).

Manufacturer narrative:
Approximately  6 weeks ago, a field corrective action was initiated for the suspect medical device noted in section d which may involve intermittent performance of certain pacing functions.